Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side malposition due to the "scar tissue prevented implant from dropping." Physician confirmed the event and that it was not device related. No complaint against the device. Later patient reported "rupture". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ ptosis: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, non penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported right side malposition due to the "scar tissue prevented implant from dropping." Physician confirmed the event and that it was not device related. Later patient reported "rupture" on an unknown side. Later healthcare professional reported "implant exchange with no complaint against the device". Later, healthcare professional reported "ruptured". Later healthcare professional reported "dissatisfaction with breast size (too large and too low)", "ptosis" which is not device related. Capsulotomy and capsulorrahaphy was performed. This record is for the right side. Device was explanted.

Manufacturer narrative:
Reason for reoperation: contralateral side rupture; right side rupture discovered during surgery. Additional, changed, and/or corrected data: a2, b1, b2, b3, b5, b6, d6b, g2, h6, h11.

Event description:
Patient reported right side malposition due to the "scar tissue prevented implant from dropping." Physician confirmed the event and that it was not device related. Later patient reported "rupture" on an unknown side. Later healthcare professional reported "implant exchange with no complaint against the device". Later, healthcare professional reported "ruptured". Later healthcare professional reported "dissatisfaction with breast size (too large and too low)", "ptosis" which is not device related. Capsulotomy and capsulorrahaphy was performed. This record is for the right side. Device was explanted.